Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that in 2014, the patient underwent the primary surgery with the attune insert in question at another hospital. Since the primary surgery was performed at another hospital, information other than the year of the surgery is not available. On (B)(6) 2024, the sales rep was informed that a revision surgery was scheduled to replace the attune insert in question. The revision surgery is scheduled for (B)(6). The cause of revision surgery is unknown. No further information is available. (B)(4) complaint is related to (B)(4) as the patient received two insert revisions on two different dates.

Event description:
Additional information received as follows: it was confirmed that the revision to be performed on (B)(6) was due to infection. This surgery turned out to be the second revision. On (B)(6) 2023, due to infection, a first revision was performed to clean the affected area and replace the insert. However, due to high test readings and swelling in the affected area, a second revision was performed to clean the affected area and replace the insert again on (B)(6) 2024. Since the implant was not loosened, only the insert was replaced. Continuous irrigation was also performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.